Manufacturer narrative:
Results - product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion. Evaluation summary - quality assurance analysis revealed that the stent delivery system (sds) was returned with contrast visible in the inflation lumen. There was no blood visible. The stent implant was loose on the balloon and between the markers. The entire length of the stent implant was partially expanded. There were stretched struts on the first row at the distal end of the stent implant. The distal end of the stent was facing the distal direction. There was no other damage noted to the stent implant. There were stent crimp marks on the balloon between the markers. The balloon was tightly folded. The distal end of the soft tip was flared. There was a kink in the distal shaft inner and outer members 7.3 cm distal to the guide wire exit notch. There was a kink in the proximal shaft hypotube 21 cm distal to the strain relief tubing. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements did not meet manufacturing criteria. Product performance engineering was unable to complete the evaluation of the event at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: serious injury/medical intervention. Reporting rational: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged from the balloon before the inflation of the balloon. The physician removed the stent successfully and finished the procedure without any complications to the patient. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because distributor distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.